Event description:
It was reported that following the implantation of an elevate pc anterior, the patient experienced moderate stress urinary incontinence with "urine loss when walking and coughing" on (B)(6) 2013. Surgery (tvt) was performed on (B)(6) 2014 and the event was reported as resolved at that time. No additional patient complications have been reported in relation to this event.